Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with shortness of breath and possible sepsis. The patient had an elevated white bleed cell count and an inr of 8. A transesophageal echocardiography revealed a likely outflow graft obstruction. There were reduced pump powers and reduced pump flow. The patient''s lactate dehydrogenase level was 1000 u/l. The pump was exchanged for a different manufacturer''s device via sternotomy on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The distal portion of the driveline was not returned. The sealed outflow graft and bend relief were not returned. Prior to disassembly of the returned pump, examination of the sealed inflow conduit did not reveal any adhered deposition or thrombus formation. Upon disassembly, examination of the pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces were examined under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts the pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the analysis of the returned device. The report of a suspected outflow graft occlusion could not be confirmed based on the evaluation of the returned device as the outflow graft was not returned. Images taken were not provided. No log files from the time of the reported event were available for analysis. A direct correlation between the evaluation of the returned device and the reported event could not be determined. Device thrombosis, infection, hemolysis, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.